Event description:
Reporter alleged blood glucose device measured 306 mg/dl back to back with a result of 27 mg/dl when tests were performed 4 minutes apart. Customer stated self treating with food and orange juice and felt better afterwards. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.